Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient had limb ischemia and was on three vasopressors. As a result the impella was explanted to address the issue. Post-explant left leg has distal signals. No concern for ischemia according to nurse.

Manufacturer narrative:
The investigation into the reported limb ischemia been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Correction : section h6: the impact code in section h6, was inadvertently left out in the initial report which has been added to this report.